Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist states they recommended that the patient cease treatment. The patient has developed tempro-mandibular dysfunction in their right tmj. There is evident clicking sensation when the joint is palpated. Patient has been referred to an orthodontist. This is a contraindicated patient.